Event description:
Complaint description: a hosp nurse reported that loss of light occured during an esophagogastro duodenoscopy (e.g.d.) Procedure when an olympus biopsy forceps was inserted into the biopsy channel of a gastroscope. The nurse stated that light was restored when the forceps was removed from the scope. Since the light was restored upon removal of the forceps, the physician was able to proceed with examination. However, due to loss of light when forceps are introduced, m.d. Was unable to take biopsies and the procedure was discontinued. Based on the results of the examination, a biopsy would be taken during a follow-up exam, if necessary.